Event description:
Information received indicates a blood leak was observed at the gas outlet port of the device during the case. The unit was in service for a few minutes and was changed out during support with no patient consequence reported.

Manufacturer narrative:
F.10 codes: patient code: #2199 - na. Device codes: #1354 - labeled, #1530 - labeled. H6 codes: evaluation method code: #86 other = device history reviewed. Results code: #100 other = device history review found the product met specifications when released for distribution. Conclusion code #68 other = cause of event has not been determined. No medwatch form was received from the user facility, therefore, information on the medwatch form 3500a was completed by medtronic with information received from the healthcare professional. "Any missing or incomplete data on form 3500a are the result of information not being provided by the reporter. Despite attempts to obtain such information from the reporter, medtronic is unable to complete form 3500a." H3 analysis: visual inspection of the returned product shows no obvious signs of physical damage or abnormalities. Blood residue was seen on inner surfaces of the device as returned. Findings reveal a blood leak at the gas port of the device. Destructive analysis shows a small blood stained area on the inside surface of the envelope (membrane), located near the gas port seam. Device history review found the product met specifications when released for distribution. Conclusion: no patient event. Product evaluation is inconclusive, we are unable to related findings to a specific cause.